Event description:
Healthcare professional reported "no rupture seen during exchange and implant was intact when removed," device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specifications, white particles in the shell, deformation and crease flat. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade iii. Device remains implanted.